Manufacturer narrative:
It was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0001825034-2023-02437.

Event description:
It was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0001825034-2023-02437.

Manufacturer narrative:
(B)(6). G2: foreign - denmark the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 8.5 years post implantation due to contracture. The liner was replaced. Attempts have been made and no further information has been provided.